Event description:
The pt's father reported that his daughter was hospitalized with diabetic ketoacidosis. The father stated that the pt woke up vomiting and very sick and they believed she had food poisoning. At 12:06pm, her blood glucose result was 500mg/dl, and after she checked her ketones, which were very high, they rushed her to the hospital. He provided the following history for that afternoon: time: 3:43pm, blood glucose result: "high" (>500mg/dl); 3:44pm, 500mg/dl, bolus: 16u; 5:39pm, "high"; 5:41pm, 500mg/dl, 9.90u. The father said that she was hospitalized for 2 days and diagnosed with ketoacidosis. She received fluids and morphine, as well as "something to level out her potassium." He said that the pod was discarded at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for eval .we are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia, diabetic ketoacidosis and hospitalization. The omnipod user guide warns, "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and, "if your reading is above 500mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. Once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."